Manufacturer narrative:
(B)(6). This is 1 of 3 mdrs associated with patient identifier (B)(6). Complaint conclusion: the product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
Three coils (2 deltaplush and 1 ultipaq) became stuck in the unspecified microcatheter during insertion into the microcatheter. Less than half of the coil was in the microcatheter when it became stuck. There was no serious injury or intervention required.